Event description:
It was reported that the rubber stopper from the cartridge became stuck inside the ilet reservoir, preventing disconnection and removal; guided troubleshooting included advancing the fill tubing process to reposition the stopper and using tools to extract it, after which the user completed a supply change. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir that resulted in a failure to disconnect. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.